Event description:
It was reported that the patient¿s pump was removed in (B)(6) 2008 because it was migrating out of the pocket and started to rub against the patient¿s hip bone. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event, diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).